Event description:
It was reported that there was a leak from the junction between the spike of the transfer set and the patient line of the yume set during use. There was patient involvement, but there was no patient injury or adverse event associated with this report. This is report 2 of 2 for the same patient.

Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). The sample and lot number were unavailable for analysis; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.